Event description:
A customer reported during a cataract extraction with intraocular lens implant procedure the "unit switches modes on it's own." The procedure was completed using the same system with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).